Event description:
According to the operating physician, a pt underwent l4-31 fusion on 8/1/96 involving use of plate and screws. The surgeon performed a posterolateral fusion only. No alif or plif was peformed. One plate and three screws were used on one side of the spine only. Dr states that tightening protocol was followed, including use of locking nuts. Several months after surgery, pt reported increased lower back pain. X-ray taken showed the construct loosened. Devices were explanted on 2/3/97 and replaced with internal fixation.